Event description:
It was reported that the patient experienced ineffective therapy due to impedances. Reprogramming has been unable to resolve the issue. As a result, surgical intervention was undertaken on (B)(6) 2025 to replace the leads. Therapy was restored post-operatively.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The report of an ¿auto-reducing¿ was not confirmed. Analysis of lead a did not identify any physical anomalies, and the returned lead passed output resistance and inter-channel continuity testing.